Event description:
The doctor claims that in 2003, the graft was implanted for an ascending aortic replacement procedure. Following the surgery, the pt was well. After several days, the pt developed a fever (pt's temperature is unattainable). The doctor's report states the incident to be product-related. The graft was left in. The present condition of the pt is unknown. Note: the incident date has been approximated.